Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: the space where I never grew a tooth appears swollen, and the gum area looks lower. It has been like this for nearly 48 hours. There is slight bleeding around the adjacent tooth and some irritation. There is also a noticeable slit in the gums in that area. The clinician provided the patient with tips to help manage the bleeding. The patient was asked to provide an update in 3-7 days if the bleeding continued, but no further response was received.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.